Event description:
The customer reported that a 10:30 pm she activated a new pod and went to bed. The next morning her husband woke her up to tell her that her pod had alarmed and in the history it stated that the hazard alarm occurred at 1:00 am but she continued to sleep through the alarm. When she woke up her blood glucose was reading 399 mg/dl so she gave a bolus of insulin but her bg got higher. Upon removal she noticed the needle never fired the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.